Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the display assembly which resolved the problem. The stm then performed functional and safety checks to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the upper display of the iabp was blank when the cardiosave intra-aortic balloon pump (iabp) was booted up. The event was discovered in the morning when the iabp was turned on. There was no patient involvement and no adverse event was reported.